Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis event which was manifested by abdominal pain. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. Three days after the event onset, the patient was treated with gentamicin (intravenous) and vancomycin (2.5gm, intraperitoneal) for peritonitis. Ten days after the event onset, the patient was discharged from being hospitalized. Thirty-four days after the event onset, the patient was recovered. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.